Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of december 8, 2022, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2401 captures the reportable event of other injury of the ureter. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported that a sensor wire was used during a dilation of left ureter with intraluminal device, via natural or artificial endoscopic opening procedure performed on (B)(6) 2022, to treat a patient with calculus of ureter. During the procedure, the patient's ureter was injured. The patient was discharged six (6) days post-procedure.